Event description:
The customer reported to olympus that the image disappeared and becomes black on the hd 3cmos camera head. Electrical signal reading error occurred. The device was inspected prior to use. The intended laparoscopic surgery was completed without a delay. There was no patient harm associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿image becomes completely dark¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.